Manufacturer narrative:
H3: the device, packaging tray, and an open pouch were returned in a (triple) large resealable bag. The pouch was open from 3 of 4 sides when returned. There were traces of contamination observed on the cuff and the red/white electrode trace pad. There were also voids observed in all 4 electrode trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 10.5 ohms (blue), 9.8 ohms (blue with white stripe), 9.1 ohm (red), and 12.7 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and there was some noise recorded during the noise test. All 4 silver traces were manipulated and bent to the 90° position and resulted as same as before bent test. The complaint was not confirmed, no out of specification condition was observed. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During thyroid tumorectomy after intubating the patient, it was connected to the nim, and an electrode check was performed, but the check was not completed, and it could not be used. Afterwards, when it was replaced with the spare product, the check was completed successfully, and it was able to be used in the operation. There was no patient injury.